Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients tooth loss. This event is being filed as an MDR as the patient reported a tooth falling out (permanent impairment to a body structure) and the invisalign product was being used.

Event description:
The patient reported the buccal surface of tooth #13 (upper left 2nd premolar) popped off and a tooth fell out (unspecified tooth). The patient reported having a permanent crown cemented to alleviate tooth #13. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. It is unknown if the treatment has been discontinued or if the patient is still wearing the aligners.